Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the tubing into the pump segment of the machine. Pt stated that fluid was leaking out of the tubing onto the pump during dwell two. The pt was not able to locate the source of the leak on the tubing set. Pt had no ill effects. Sample was discarded; no sample is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.